Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 478mg/dl. It was also reported that the customer believes that the insulin pump is not delivering insulin. Customer's blood glucose level at the time 310mg/dl. The customer also stated that their reservoir looks cloudy. Customer treated with manual injections. Troubleshooting occured.